Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead became dislodged and patient presented for lead repositioning procedure. After multiple attempts to reposition the lead, tissue became stuck in the helix. The lead was extracted and replaced. Patient was stable before, during, and after the procedure.